Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti tachycardia pacing (atp) and shocks for what appeared to be sinus tachycardia. It was noted that the patient had a ventricular tachycardia (vt)-1 zone 150 and was a monitor only (mo) zone. The episode met initial detection in the mo zone and progressed up to the vt zone occasionally. Technical services (ts) discussed programming options and detection enhancements. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.